Event description:
It was reported by the patient that this patient was experiencing low heart rates that were suspected to not be detected by the device. This pacemaker was reprogrammed and remains in service. No adverse patient effects were reported.